Event description:
It was reported, the lightsource exhibited front panel blinking. The issue occurred during inspection. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon (1): the probable cause was that communication failure occurred due to dusts inside the scope sensor, resulting to led of front panel to blink continuously; phenomenon (2): the investigation was conducted based on the obtained information, but cause could not be identified. Olympus will continue to monitor field performance for this device.